Event description:
It was reported that during a clinic visit, this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode and exhibited pacing inhibition, noise and a lead safety switch (lss) was observed to have been triggered due to high out of range pacing impedances on the right ventricular (rv) lead. A replacement procedure was performed, the physician opted to explant the crt-p and surgically abandoned the rv lead. A new device and lead were implanted successfully as replacement. The rv lead was capped. No additional adverse patient effects were reported.